Event description:
It was reported that during a post-operative examination one week after the preloaded monofocal intraocular lens (iol) was implanted into the right eye, red granules like blood cells covered approximately half of the iol and were attached to it. The patient also complained of difficulties seeing. Another iol of the same model was implanted in the patient¿s left eye and there was no issue with the patient¿s sight. No patient injury was reported, and no other medical intervention was required. Through follow-up, we learned that the lens remains implanted. The foreign material described by the physician as ¿blood cell-like particles¿ that were present in the corneal surface were not associated with bleeding and this event was not observed while the iol was being handled for implantation. The preloaded device was prepared with balanced salt solution (bss) and the temperature and humidity conditions were the same as usual. The patient was administered lepogroxasis and rinderon-bronac, before and after surgery. The patient suffers from glaucoma. No further information was provided.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b: if explanted, give date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no product was received for evaluation; however, photographs were provided by the customer for evaluation. The pictures showed a pseudophakic eye implanted with a lens claimed to be a tecnis iol preloaded in a simplicity delivery system, model dcb00. A granular spot like cloudiness/brownish discoloration, located in the superior half of the lens was observed as well as a crack like mark in the lens center. Due to the location of the discoloration there is a probability for the issue to cause visual distortions/disturbances in the event it remains implanted; however, the definitive clinical impact as well as the root cause could not be determined from a picture assessment. The complaint issue of ¿foreign material ¿ loose¿ was not confirmed. The other observed issues observed during the assessment of the photographs could not be confirmed to be related to a manufacturing or design issue. Furthermore, it was confirmed that no biological substances of this nature (blood cell-like objects-red granules) are used during the manufacturing process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.